Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited loss of capture. In a revision procedure, the lead was explanted and successfully replaced by a new lead. The product has not been returned. If returned, or if add'l info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.